Manufacturer narrative:
The device was checked by the local hospital biomed on site. He replaced the cpu board because of the reported error code. This error code indicates a deviation regarding a flash-eeprom on the pcb cpu. Normally this error code does not stay in relation with a stop in ventilation, however based on the customer report and the available information it cannot be excluded. The log file was requested in the course of manufacturer analysis but was not provided. Therefore it was not possible to assess the device behavior. In general, if the device stops ventilating audible alarms and visual messages would be activated to inform the user about the status of the device. The emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary.

Event description:
It was reported via a user medwatch that the patient was intubated under general anesthesia in or and dräger evita ventilator was used. The ventilator stopped breathing for [the] patient. The device failure code displayed was 13.03.001. The ventilator was replaced and the failed ventilator was brought to clinical engineering for troubleshooting. The patient seemed to suffer no ill effects from the ventilator failure.